Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was intermittent noise in the carto 3 system. . Upon request, additional information was provided on (B)(6) 2013. It was stated that there was noise on all body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and the ep recording system. The noise was intermittent and sometimes at the same time. The physician was sometimes able to interpret the signals. The noise occurred both with and without ablation. No cardioversion was performed. The physicians experience enabled him to interpret the signals. The severity of the noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).